Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during installation, the 890 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found that the exhalation valve cable connection loose and not fully seated. The se reseated the cable. The se performed calibrations and extended self-testing on the device and all tests passed.